Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Visual examination of the returned product showed that the fractured ncb pp plate was returned for examination without any accessories such as screws and cerlage wires. The fracture of the plate is located through the center hole of a 3-hole pattern. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture surfaces show also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches/marks are visible on the surface on both sides of the plate. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient's condition was reported as having a broken ncb plate and a fracture in the same location as in the previous incident. Subsequently, a revision surgery was conducted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 - foreign: sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.